Manufacturer narrative:
One uni-directional, curve f, tacticath sensor enabled contact force ablation catheter was received for evaluation. The device met specifications during temperature testing, occlusion testing, and leak testing. In addition, electrode 1 and the tip thermocouple met specifications during electrical testing with no open or short circuits detected. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. The cause of the reported coagulum / thrombus remains unknown.

Manufacturer narrative:
Correction: health effect clinical code update to 4440 only.

Event description:
During an atrial fibrillation ablation procedure, coagulum was noted. The power of the ablation catheter was limited by temperature. The catheter was removed for inspection which revealed an irrigation hole was blocked with the coagulum. The coagulum was removed, the catheter was reinserted into the patient and ablation was resumed, however, the issue recurred while the catheter was irrigated. The catheter was exchanged and the procedure was completed with no adverse consequences to the patient.